Event description:
It was reported that the patient presented in the clinic. It was noted that the implantable cardiac monitor (icm) failed to be interrogated. No intervention was made. There was no patient's consequences.